Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging the up arrow button "goes too fast when dosing". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.